Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user was unable to deflate the balloon of the catheter.

Manufacturer narrative:
Received catheter with open pouch for evaluation. The reported event was unconfirmed. It was observed that the balloon was slightly inflated about 2ml. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. The sample was evaluated and no pinch or blockage was observed. The sample was inflated and deflated without difficulty. No conditions found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the user was unable to deflate the balloon of the catheter.